Manufacturer narrative:
Additional information: investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported anxiety, bipolar depression is directly related to the filter and unable to identify a corresponding failure mode at this time. The following allegations have been investigated: vc/organ perforation, thrombus, anxiety, bipolar depression. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information provided at this time.

Event description:
Patient further alleges "anxiety about filter not functioning properly like it has in the past", bipolar depression-2008. Retrieval attempt (B)(6) 2013 without further details.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: (B)(4). This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi), 400 daniels way, bloomington, in 47404, registration no.: 3005580113 . H6-device codes: appropriate term/code not available (3191): device perforation this report includes information known at this time. A follow up report will be submitted should additional relevant information become available this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received identified the patient allegedly received an implant on (B)(6) 2011 via the right internal jugular vein due to deep vein thrombosis and pulmonary embolism. The patient is alleging vena cava and organ perforation. Per the (B)(6) 2012, computed tomography-abdomen and pelvis with contrast: "findings: a filter is noted in the inferior vena cava. There is intraluminal filling defect within the inferior vena cava centered just above the inferior vena cava filter which is nonocclusive. Conclusion: 1. Nonocclusive thrombus within the inferior vena cava centered just above the inferior vena cava filter". Per the (B)(6) 2012, computed tomography-abdomen pelvis: "stable inferior vena cava filter in place within the infrarenal inferior vena cava, with a long filling defect emanating from the inferior vena cava filter and extending cranial to the inferior vena cava filter for approximately 4 cm. This is unchanged compared to the prior study, and represents endoluminal nonocclusive thrombus within the inferior vena cava. Conclusion: 2. Stable inferior vena cava filter with stable intraluminal thrombus above the filter." Per the (B)(6) 2013, angiogram report: "findings: the popliteal vein is patent. The superficial femoral vein is thrombosed. There is some nonocclusive thrombus present in the deep femoral vein. The iliac veins and inferior vena cava are thrombosed. The inferior vena cava above the filter is patent. There is good inflow of the renal veins. Conclusions: 1. Extensive deep vein thrombosis extending from the inferior vena cava filter down 2 the superficial femoral vein". Per the (B)(6) 2013, angiogram report: "findings: there is some residual thrombus trapped in the inferior vena cava filter. The right common and external iliac veins are very small in caliber but patent. The superficial femoral vein is thrombosed, likely chronic. There is a large collateral draining into the deep femoral vein. On the left side, there is duplication of the superficial femoral vein. The common femoral vein and external iliac vein are thrombosed. There is nonocclusive thrombus in the common iliac vein. There are large venous collaterals in the pelvis. Conclusion: 2. Residual thrombus seen in the inferior vena cava filter". Per the (B)(6) 2013, angiogram report: " findings: there has been near-complete lysis of clot. There is good flow through the filter. There is some residual clot present within the top of the filter. There is mild narrowing of the left common iliac vein. The right common and external iliac veins are also mildly narrowed but no residual thrombus is seen. There is severe narrowing of the left common femoral vein with large collateral vein just inferior to this stenosis. Good flow through the left common femoral vein is demonstrated following stent angioplasty. Conclusion: 1. Near complete lysis of ilio caval deep vein thrombosis with mild residual clot seen in the filter". Per the (B)(6) 2013, computed tomography-abdomen and pelvis with contrast: " findings: an inferior vena cava filter is present. A left lateral arm of the filter has penetrated the caval wall and extended into the right common iliac artery. There is additional penetration of a posterior arm to the anterior portion of the 4th lumbar vertebral body. There is growth of bony callus around this filter arm. There is anterior penetration of an additional filter arm. The contrast bolus timing is not optimal for visualizing the iliac veins or the infrarenal segment of the inferior vena cava. These structures are not dilated. There are abundant pelvic and retroperitoneal venous collaterals demonstrated. There are venous collaterals demonstrated on the anterior abdominal wall. Conclusion: inferior vena cava filter with several arms penetrating the caval wall. One of these extends to the anterior margin of the 4th lumbar vertebral body and has resulted in an osseous reaction. One extends into the right iliac artery. Enlarged pelvic or retroperitoneal and abdominal wall collateral veins indicating chronic iliac and possible caval occlusion". Per the (B)(6) 2013, angiogram report: "findings: at this point a 7 french sheath was placed. Through this a 4 french hockey-stick shaped catheter on a angled glidewire was advanced up the thrombosed superficial femoral vein and into the common femoral vein. Injections of contrast were performed along the way with anteroposterior imaging. At one point the guidewire went all the way to the inferior vena cava filter with some difficulty. Contrast never showed free flow or patent lumen. Just passing the guidewire was fraught with significant difficulty. Clot is felt to be chronic. This was not felt to be amenable to thrombolysis. The catheter and sheath were removed and hemostasis obtained. Conclusion: extensive chronic thrombus in the superficial femoral vein extending up through the iliac system into the inferior vena cava. It is believed to have reached the filter. Thrombolysis not initiated because of chronic thrombosis". Per the (B)(6) 2013, computed tomography-abdomen and pelvis with contrast: "the suprarenal inferior vena cava and renal veins are patent. An inferior vena cava filter is again noted within the infrarenal segment. The left lateral arm has penetrated into the left iliac artery. The right lateral arm has penetrated into the retroperitoneum. A posterior arm has penetrated to the anterior cortex of the 5th lumbar vertebral body. And anterior arm is adjacent to a segment of bowel. The inferior vena cava is thrombosed and atrophic beneath the filter. The iliac veins are thrombosed and atrophic. A stent in the distal left external iliac and left femoral vein is thrombosed. There are extensive retroperitoneal and anterior abdominal wall collateral veins. Conclusion: chronic ilio-caval thrombosis beneath an occluded inferior vena cava filter. Inferior vena cava wall penetration of filter arms as detailed above. Patient will be scheduled for filter removal in the upcoming weeks". Per the (B)(6) 2013, retrieval report (successful): "inferior venacavogram with complex retrieval of inferior vena cava filter with caval wall penetration into right common iliac artery. Procedure: attempts were then made to recovery the filter with a curved guiding catheter and triple loop snare. These proved unsuccessful. The right internal jugular sheath was upsized to 14 french. Endobronchial biopsy forceps were modified by adding additional curve. Under biplane fluoroscopic observation, the apex of the filter was grasped and pulled into the sheath. A triple loop snare was then used to engage the retrieval hook. The filter was recovered in entirety". Per the (B)(6) 2014, computed tomography-abdomen and pelvis with contrast: "there is interval placement of bilateral iliac vein stents extending from the distal inferior vena cava to the bilateral external iliac veins. Interval placement of right common iliac artery stent is also seen. Inferior vena cava filter has been removed. Abdominal aorta is normal caliber. No significant atherosclerotic disease is seen. Conclusion: 2. Interval removal of ivc filter with placement of right common iliac artery and bilateral iliac vein stents".

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It is alleged that [pt] received a cook celect filter on (B)(6) 2011. It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.